Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray was obtained but was unremarkable. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 48 cm from the tip with the distal segment returned. Visual inspection noted that the helix was extended and there was dried blood/body fluids in the helix housing. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. X-ray imaging confirmed that there were no anomalies identified with the lead tip. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.